Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from the y-site of ns while attached to a patient. There is no report of patient harm.

Manufacturer narrative:
Gtin/UDI number for item 2177-0000, lot 17025411 is (B)(4). The customer¿s report of a leaking tubing set was confirmed and replicated. Initial visual inspection did not reveal any obvious damage or abnormalities. Functional testing showed that the leak was coming from one of the tubing ports at the top of the drip chamber. An underwater leak test also confirmed the presence of a leak at this location. Microscopic examination revealed an uneven distribution of bonding solvent on the failed tubing piece. Dimensional analysis of the tubing¿s outer diameter was within specification. The drip chamber tubing port was also within specification. The root cause of the tubing leak was not definitively determined, however the probable cause was an uneven distribution of bonding solvent applied around the tubing during manufacture of the set.